Event description:
It was reported the patient developed sepsis. The implantable cardioverter defibrillator (ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.